Manufacturer narrative:
Updated section d9 (device available for evaluation), g3 (date received by manufacturer), g6 (type of report) and h3 (device evaluated by manufacturer) added information to section h6 (component code / type of investigation / investigation findings / investigation conclusions). The device was received for evaluation. The report of "balloon could not be deflated" was unable to be confirmed. As received, both balloon and windings were intact. However, the balloon could not be inflated and back pressure was observed from the balloon inflation lumen. An unknown clear material was found inside balloon. Material did not dislodge from the location during evaluation. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency were observed from catheter body. The substance found in the inflation lumen was not identified to be used in the catheter manufacturing process. The IFU was reviewed and indicates "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded". The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. In addition, as part of the catheter manufacturing process the units go through a balloon integrity inspection.

Event description:
As reported, during use in patient of this fogarty embolectomy catheter, the balloon did not deflate. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.